Manufacturer narrative:
Patient identifier: patient 1, patient 2, patient 3, patient 4, patient 5, patient 6. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I prolactin results for 6 patients. The customer also noticed a shift up in both levels of controls. The samples were tested on a different method which generated lower results. The following data was provided: patient 1: sample collection date: (B)(6) 2022, alinity result = 52.44 ng/ml, chemiluminescence method result = 36.2 ng/ml, chemiluminescence reference values: women: pre-menopause = 2.8 to 29.2 ng/ml, post-menopause = 1.8 to 20.3 ng/ml; men = 2.1 to 17.7 ng/ml. Patient 2: alinity results performed on (B)(6) 2022 = 80.11 ng/ml, 81.50 ng/ml, result from hermes pardini (hp) = 21.0 ng/ml. Patient 3: alinity results performed on (B)(6) 2022 = 31.27 ng/ml, 30.56 ng/ml, result from hermes pardini (hp) = 9.3 ng/ml. Patient 4: sample collection date: (B)(6) 2022, alinity result = 15.41 ng/ml, chemiluminescence method result = 9.7 ng/ml, chemiluminescence reference values: women: pre-menopause = 2.8 to 29.2 ng/ml, post-menopause = 1.8 to 20.3 ng/ml; men = 2.1 to 17.7 ng/ml. Patient 5: sample collection date: (B)(6) 2022, alinity result = 35.06 ng/ml, chemiluminescence method result = 25.7 ng/ml, chemiluminescence reference values: women: pre-menopause = 2.8 to 29.2 ng/ml, post-menopause = 1.8 to 20.3 ng/ml; men = 2.1 to 17.7 ng/ml. Patient 6: sample collection date: (B)(6) 2022, alinity result performed on 18nov2022 = 97.55 ng/ml, alinity result performed on 21nov2022 = 108.71 ng/ml, chemiluminescence method result = 10.1 ng/ml, chemiluminescence reference values: women: pre-menopause = 2.8 to 29.2 ng/ml, post-menopause = 1.8 to 20.3 ng/ml; men = 2.1 to 17.7 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 40168ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples with an in-house retained reagent kit of lot 40168ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the alinity I prolactin reagent, lot number 40168ud00 was identified.